Manufacturer narrative:
(B)(4). Top shroud. The analysis result of the er420 device found that it was received with the top shroud melted. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. No further functional testing could be performed due to the condition of the device. It could not be determined what may have caused the damaged found; however, it is known from the history of the device that the condition of the shrouds may lead to ejected clip. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip ejected. Another device was used to complete the case. There were no adverse consequences to the patient.